Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end user alleged that he received inconsistent high results from his prodigy diabetes meter. The end user experienced sweating, confusion and weakness accompanied with a blood glucose reading of 71 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 38 mg/dl. The end user received ensure, sugar and a peanut butter and jelly sandwich. There was no reason to transport the end user to the ER due to the fact that his blood glucose was within normal range. No additional details were provided in regards to this medical event.